Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID: neu_unknown_cath (lot: unknown); product type: 0184-catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate. It was reported that the patient has had a catheter issue since (B)(6) 2024, and they had elected not to revise. The date (B)(6) 2024 is considered an approximate date of event (specific month and year known only). On (B)(6) 2025 they were to program the pump to off state. It was indicated that the physician and patient were aware this is permanent. The pump off password was provided. No patient symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# b0202701k serial# implanted: (B)(6) 2003 explanted: product type catheter; UDI: (B)(4); ubd: 2005-03-17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump was implanted on (B)(6) 2021 and the catheter was implanted on (B)(6) 2003. The serial number of the pump and catheter were also provided. The name of the health care provider and facility address was also provided. It was stated that the specific issue with the catheter was not known. The patient did not experience any signs/symptoms as a result of the issue. There were no diagnostics/troubleshooting performed and the cause of the catheter issue was not determined.